Event description:
It was reported to philips that the ls unit failed to recognize the attached defib pads. The ls unit simply failed to work during a cardiac arrest. Further information will be send upon completion of the manufacturer's investigation.

Event description:
It was reported to philips that the ls unit failed to recognize the attached defib pads. The ls unit simply failed to work during a cardiac arrest. A patient death was reported.